Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. At the time of follow up with tandem clinical support, the customer was able to change cartridge and infusion set and resume insulin therapy on the pump. There was no adverse impact to customer¿s blood glucose level.